Event description:
The phsician used a wilson-cook esophageal z-stent with dua anti-reflux valve to mainiain patency of an esophageal stricture. The stricture was gradually dilated to 12mm prior to stent placement. The stent was placed in the pt's esophagus. Retraction and removal of the introduction system was not possible, as the tip became lodged inside the stent. The introduction system and stent were removed from the esophagus simultaneously. An injury to the pt was not reported.